Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance issue. This lead was never in service and a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance issue. This lead was never in service and a new lead was placed. No adverse patient effects were reported. Additional information indicated this brady lead was not implanted successfully due to helix having too much tissue.